Event description:
A patient complained that his vision is out of focus and he sees double images, when reading following unilateral intraocular lens implant surgery. Follow-up with the implanting surgeon confirmed the patient is experiencing severe double vision. The surgeon indicated the poor near vision may be the result of a refractive error and has discussed several options with the patient to address this. Further discussion with the patient revealed the patient may not have a normal ability for neural adaptation due to pre-existing amblyopia. As stated in the physician labeling, careful preoperative evaluation and sound clinical judgement should be used by the surgeon to decide the benefit/risk ratio before implanting a lens in a patient with amblyopia. Additional information is being requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.